Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none, pictures. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units. There are (B)(4) units in stock. Received one picture which shows that all units of 10 boxes labeled as b0932078 (dafilon 5/0 45cm ds12) with batch 616162 are inside the box that references b0932132 (dafilon 4/0 45cm ds16) with batch 616162. Products traceability has been checked and it has been determined that this mix-up took place in the warehouse in the packaging area. Both products were packed in the same line and same day. 42 boxes of the reference b0932078 and 45 boxes of the reference b0932132 were prepared at the same moment, the number of boxes with the mix-up cannot be determined. Final conclusion: complaint is justified. The box contains wrong product. Final conclusion: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: south korea. It was reported that the complained reference/batch had the incorrect product inside the box. All med watch submissions related to this report are: 2916714-2016-00965, 2916714-2016-00966, 2916714-2016-00967.